Event description:
It was reported that during a rectum procedure, there was a steady tone. There was no patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert states: (scratches on the blade may lead to premature blade failure). The batch history records were reviewed with no anomalies noted during the manufacturing process.